Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's (B)(4) requesting a swap of a compact exchange device ii (cxd). The home patient (hp) stated that the cxd was not working and was broken. The baxter technical service representative (tsr) initiated a swap. There was no patient injury or medical intervention indicated at the time of the reported incident.

Manufacturer narrative:
(B)(4). The customer report of the cxd not working was confirmed and duplicated by visual and functional testing. The root cause was determined to be a bent spike carriage guide spring, which was preventing the spike carriage from being guided to the spike position after completing the unspike operation. The device is non-serviceable and will be destroyed.